Event description:
It was reported that a patient had a likely infection of the pump pocket, with swelling located over their implanted pump. The physician aspirated pus from the pump pocket. Lab analysis showed white blood cells, but no bacteria had grown as of the date of the report. Explanting and managing the patient's pump was discussed, and a pain consultant was referred. Neither the patient's outcome or the drug being delivered via the patient's pump, were reported at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).